Event description:
The physician was attempting to coil embolize a middle cerebral artery aneurysm. Two non-boston scientific coils had not been deployed successfully due to the aneurysm's wide neck and were withdrawn from the pt. The physician was unable to successfully deploy the subject device despite several attempts at repositioning. As the physician was attempting to withdraw the device, resistance was encountered within the microcatheter. As the physician tried to move the device, the resistance stopped but only the delivery wire was removed from the pt. It was noted under fluoroscopy that the device had remained within the microcatheter and it was removed from the pt with the microcatheter. The physician decided to stop the procedure after the attempts to deploy the different coils were unsuccessful due to the aneurysm's wide neck and to clip the aneurysm at a larger date. There was no clinical consequence to the pt reported.